Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the patient experienced a warming sensation at the implant site. The patient noted that this sensation occurred every three days when the device was turned off at night and was continuous when the device was left on 24/7. Technical services suggested running impedances and checking to program if a healthcare provider saw the patient. Additional information was received from the hcp on (B)(6) 2024 reporting the heating sensation behind the implant site, necessitating the therapy to be turned off 5-6 hours into the day, with the sensation dissipating after one to two hours. There was no redness or infection at the site, and the skin felt cooler on the side of the implant compared to the other side. No concerning impedances were detected, and ts considered possible causes, such as erosion or body fluids. The hcp stated a potential need for surgical exploration to determine the cause of the heating sensation. The rep provided additional information on (B)(6) 2024, (B)(6) , and confirmed with the healthcare provider that the cause of the burning sensation remains unknown. The patient is scheduled for an in-person ap pointment with their neurologist on (B)(6) 2024. It will be determined at this time whether surgical intervention is required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was seen by their healthcare provider on (B)(6) for reprogramming/troubleshooting. The patient allowed the rep to feel underneath the battery which was warm to the touch. All impedances were normal. Stimulation on the left lead was switched from contact 1 to contact 2. Stimulation on the right lead was switched from contact 10 to contact 9. After making these changes the patient reported improvement to the warming sensation. The patient was given 3 additional groups (all combinations of the 1, 2, and 9, 10 contacts) to switch to if the warming sensation returns. The ramp interval went from 4 to 8 seconds for each group. At this time no surgical intervention was required or planned.